Manufacturer narrative:
H10: e1- reporter phone number - (B)(6).

Event description:
Philips received a complaint from bench repair reporting that while performing service, it was observed that the power cable is not in good condition since it has poor connection and does not pass the electrical tests. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Bench repair replaced the power cord to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The removed ac power cord was returned to the product investigation lab (pi). The pil technician installed the ac power cord into a pi ventilator to duplicate the reported issue. The technician verified through visual observation that the power cord is damaged. Due to the damage noted, with the exposed wires in the strain relief portion of the power cord, no further testing will be performed. The complaint of faulty power cord was verified.